Event description:
It was reported that a user experienced hyperglycemia after changing infusion sites and eating, with blood glucose reported at 371 mg/dl at the time of the call and trending down to 356 mg/dl by call end while using the ilet system with an inset 23" infusion set; there were no reports of leakage, bleeding, bent needles, or delivery alerts, and the user had changed supplies again before contacting support. Symptoms included hyperglycemia. Outcomes included no hospitalization or medical intervention beyond self-management and education. Investigation included customer service troubleshooting and education regarding insulin absorption timing following a site change and meal, as well as consideration of potential site-related issues such as scar tissue. Investigation of this case revealed no device malfunction identified and no evidence of infusion set failure, with hyperglycemia considered possibly related to meal absorption and recent site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.